Event description:
It was reported that when using the bd preset¿ eclipse¿, blood leaked past the stopper on an unspecified number of units, requiring recollection of the sample. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 01-may-2025. Investigation summary: bd received 20 returned samples from lot number 3340241 from the customer. A total of 10 returned samples from lot number 3340421 were investigated and no molding defects were identified related to leakage. No sub-assembly issues were identified. 100 retained samples were investigated of lot 3340241, and no defects were identified in molding, sub-assembly, or filling processes. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: leakage. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using the bd preset¿ eclipse¿, blood leaked past the stopper on an unspecified number of units, requiring recollection of the sample. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.